Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a planned device replacement procedure, the right atrial (ra) lead was noted to be replaced as it had dislodged at some unknown time and the device had been programmed into a single chamber mode. The ra lead was capped and not replaced. The right ventricular (rv) lead pacing impedance was noted to be varying and the physician suspected a lead integrity issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.